Manufacturer narrative:
Technician found the top of the brake caster housing is broken. The technician replaced the brake caster to resolve the issue. This MDR is a result of CAPA activity for the retrospective review of complaints.

Event description:
Technician alleged that the brake caster swivels when the brake is set. No patient impact.